Manufacturer narrative:
The local fse failed to document or perform system installation and calibration, in accordance with manufacturer's instructions and requirements.

Event description:
Comments from the end-user: "I tried to treat a patient suffering from panretinal photocoagulation-prp with the multispot laser. I used 200 um spot size.20ms exposure time, 9 size pattern and 0.5 in spacing. I started with 200mw power. This resulted in very powerful laser effects and the patient got severe pain. I lowered the power step by step to 180mw, 160mw, 120mw, 100mw, 80mw, 60mw and 40mw but the effects were as powerful and painful as the first one. At last at power 20mw I got an alert saying "treatment local slightly over expected" or something like it. I cancelled the treatment and moved to another laser." This unit was first installed on (B)(6) with a d7 slit lamp. Laser was performing fine, but the doctlor did not like the slit lamp- so a haag-streit slit lamp was installed on (B)(6) and the system was calibrated. After the incident was reported, the local field service engineer visited the site and wss able to confirm that the treatment power output from this system is too high.